Event description:
It was reported that model 8000 pump had a jammed lever and displayed on the led display "lvr jammed." The customer was instructed on how to open the door manually and clear out any debris that may be jamming the door closed. The customer was successful in clearing this alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.